Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2026, a 23mm navitor valve was chosen for implantation, utilizing a small flexnav delivery system. The patient presented with a 1.2mm membranous septum with a medical history of right bundle branch block (rbbb), left bundle branch block (lbbb), atrioventricular block, and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 4.5mm on left coronary cusp (lcc), which was considered appropriate. It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, the patient went into complete atrioventricular block (cavb). A temporary pacemaker was placed, and the procedure was completed. It was noted that it was assessed that adverse effects were no considered to be caused by the performance of the navitor valve. The patient was at high risk for conduction block due to a short membranous septum (approximately 1mm), and it was noted that cavb could have occurred regardless of the valve type. A permanent pacemaker was not required due to restoration of sinus rhythm. The patient was reported to be stable and discharged.